Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl, 273 mg/dl at time of incident and current blood glucose level was 180 mg/dl, 185 mg/dl. The customer was treated with glucose tablets and bolus correction. Customer does not allege pump was under delivering. The customer was advised to confirm accuracy of bolus wizard settings. The insulin pump will not be returned for analysis.